Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unusual waveform was seen. The iab was able to take pressure, but noise appeared on the waveform. Although an attempt was made to adjust the iab catheter position, the issue was not resolved. The iab was removed and therapy was discontinued. There was no patient injury reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unusual waveform was seen. The iab was able to take pressure, but noise appeared on the waveform. Although an attempt was made to adjust the iab catheter position, the issue was not resolved. The iab was removed and therapy was discontinued. There was no patient injury reported.